Manufacturer narrative:
Information contained in this report was previously submitted through psr on 21/jan/2016 and 15/oct/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture and capsular contracture, baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Physician reported left side breast firmness as ¿painfully hard, looks abnormal¿ due to capsular contracture, baker grade IV. Patient additionally reported rupture, and "explant of textured implant." Device has been explanted.